Manufacturer narrative:
There is no suspected device failure. However, as baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which nrg transseptal needle was used to puncture through the interventricular septum, leading to ventricular tachycardia. As per the published article, the first rf delivery induced ventricular tachycardia, which was terminated via the implantable cardioverter-defibrillator (ICD). The nrg needle was used in combination with other devices during the procedure including a firm guidewire (amplatz super stiff, boston scientific, natick, md), a 71-cm deflectable 8.5f inner lumen catheter sheath with a tapered dilator (agilis, st. Jude medical, st. Paul, mn). The nrg transseptal needle is indicated for creation of an atrial septal defect in the heart. Secondary applications include transseptal heart access, monitoring intracardiac pressures, sampling blood, and infusing solutions. The device was used off-label in this case to puncture through the interventricular septum. There is no evidence of device failure. However, as baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. [1] gamble, j. H., bashir, y., rajappan, k., & betts, t. R. (2013). Left ventricular endocardial pacing via the interventricular septum for cardiac resynchronization therapy: first report. Heart rhythm, 10(12), 1812-1814. Doi:10.1016/j.hrthm.2013.07.033.